Event description:
The customer's father reported via phone call that the insulin pump had a broken liquid crystal display screen. The caller did not know the blood glucose reading. He stated that the liquid pixels burst on the liquid crystal display screen of the insulin pump. The customer had been playing basketball and tripped, damaging the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a cracked and bleeding liquid crystal display glass. The device also had a minor scratched liquid crystal display window, cracked reservoir tube lip and missing end cap sticker.